Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. Leakage was reported between the tego and the c dialyskateter (cdk) at the start of dialysis treatment. Attempts were made to tighten it harder but it can't. After changing the tego, then it works fine. There was no serious injury/death, blood loss, property damage and no medical surgical intervention required. There was a device changed out/replaced with no further problems encountered.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint. Additional information d9 section.